Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages including worn keypad symbols and scratched display. Investigation found that the device powered up to a discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.